Event description:
Hillrom received a report from a hillrom technician stating the bed had no audible bed exit alarm. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Manufacturer narrative:
Hillrom technical support contacted the account two additional times trying to obtain the resolution for this alleged issue. The account confirmed they repaired the bed, but they were unable to identify what action was taken to resolve the alleged issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed had no audible bed exit alarm. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).